Event description:
The customer reported falsely depressed alinity c total bilirubin2 results for one patient sample when running on the alinity c processing module. The following data was provided: sample ID (B)(6): first result on (B)(6) 2025 at 20:13. Total bilirubin = 0.35 mg/dl. Repeat result on (B)(6) 2025 at 20:34. Total bilirubin = 0.35 mg/dl. Second repeat after centrifugation on (B)(6) 2025 at 22:26. Total bilirubin = 0.29 mg/dl. On 10aug2025, additional information was provided by the customer. Sample ID (B)(6) was sent to a partner laboratory to be tested and generated a total bilirubin result of 0.86 mg/dl. There was no impact to patient management reported.

Manufacturer narrative:
Upon review, updated d10 - concomitant product to include alnty c processing modu,03r67-01, (B)(6). The complaint investigation of lot 67330uq11 included a review of data and information provided by the customer, search for similar complaints, ticket trending review, labeling review, and device history record review. Data and information provided by the customer were reviewed and support the complaint issue without indication for any additional issue. The ticket search by lot indicates that the reagent lot performs as expected for this product. The ticket trending review did not identify an increase in complaint activity. Device history review did not identify any non-conformances or deviations with the complaint lot. Labeling was reviewed and sufficiently addresses the customer¿s issue. Based on the investigation, no systemic issue or deficiency of the alinity c direct bilirubin reagent lot 67330uq11 was identified.

Manufacturer narrative:
The complaint investigation of lot 67330uq11 included a review of data and information provided by the customer, search for similar complaints, ticket trending review, labeling review, and device history record review. Data and information provided by the customer were reviewed and support the complaint issue without indication for any additional issue. The ticket search by lot indicates that the reagent lot performs as expected for this product. The ticket trending review did not identify an increase in complaint activity. Device history review did not identify any non-conformances or deviations with the complaint lot. Labeling was reviewed and sufficiently addresses the customer¿s issue. Based on the investigation, no systemic issue or deficiency of the alinity c direct bilirubin reagent lot 67330uq11 was identified.

Event description:
The customer reported falsely depressed alinity c total bilirubin2 results for one patient sample when running on the alinity c processing module. The following data was provided: sample ID (B)(6): first result on (B)(6) 2025 at 20:13 total bilirubin = 0.35 mg/dl. Repeat result on (B)(6) 2025 at 20:34 total bilirubin = 0.35 mg/dl. Second repeat after centrifugation on (B)(6) 2025 at 22:26 total bilirubin = 0.29 mg/dl. On 10aug2025, additional information was provided by the customer. Sample ID (B)(6) was sent to a partner laboratory to be tested and generated a total bilirubin result of 0.86 mg/dl. There was no impact to patient management reported.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. A1 - patient identifier: (B)(6) (complete patient identifier) all available patient information was included. Additional patient details are not available.

Event description:
The customer reported falsely depressed alinity c total bilirubin2 results for one patient sample when running on the alinity c processing module. The following data was provided: sample ID (B)(6). First result on (B)(6) 2025 at 20:13, total bilirubin = 0.35 mg/dl. Repeat result on (B)(6) 2025 at 20:34, total bilirubin = 0.35 mg/dl. Second repeat after centrifugation on (B)(6) 2025 at 22:26 total bilirubin = 0.29 mg/dl. On 10aug2025, additional information was provided by the customer. Sample ID (B)(6) was sent to a partner laboratory to be tested and generated a total bilirubin result of 0.86 mg/dl. There was no impact to patient management reported.